Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in the franklin lakes FDA registration number has been used for the manufacture report number. No samples (including photos) were returned for the reported issue of catheter tip damage with lot number 2055122 regarding item number 391592, so retention samples were used for the investigation. The investigation and simulation were carried out on ten retention samples where the investigating team has visually tested the samples for catheter tip damage and no catheter tip damage was found in the ten retention samples. Since no sample and no photographs were shared, the complaint could not be investigated further. The complaint is unconfirmed. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported while using bd venflon IV cannula 20g the catheter tip was damaged. There was no report of patient impact. The following information was provided by the initial reporter: customer reported cannula tip damage while cannula insertion.